Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (frequent "adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief. The pulled cable damaged the pulse wire heat shrink inside the distribution node, resulting in a short between the pulse wires and the distribution node pca. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages.